Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. Before use on the patient, a rip in the plastic sheath was noted. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Additional information was requested.

Manufacturer narrative:
(B)(4): it was reported that a rip in plastic sheath was noted in the sheath covering the mesh upon removal from the box. The device did not make contact with the patient. Actual device was returned for evaluation. Visual inspection was performed. The device was out of its original packaging. The device was returned with 2 plastic needles attached to the mesh protected by the plastic sheath and the device seems not to have been used. The plastic sheath is ripped. The overlap of the plastic sheaths is not present. This suggests that the device has already been manipulated. Based on the evaluation this complaint is not a manufacturing issue.